Event description:
It is reported that the device was implanted in 2008 and that the surgeon found that nail had fractured at the hole of lag screw. Revision surgery was performed in 2009. (Because the fracture site was a non union, the surgeon fixed it again by using ncb-df).

Manufacturer narrative:
This report will be amended when our investigation is complete.